Manufacturer narrative:
(B)(4). The device was received into the ait warehouse on (B)(4) 2013. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.

Event description:
Baxter received a report from a facility stating that the roter will not turn in an automix 3+3 compounder. This event occurred during compounding in the pharmacy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a automix 3+3 compounder with a rotor that did not turn properly was confirmed and reproduced during product evaluation. The root cause was determined to be dried dextrose residue by the orange station making the rotor difficult to turn. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.